Event description:
It was reported that patient experienced repeated occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. The customer continued using the pump for insulin therapy.

Event description:
It was reported that patient experienced repeated occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. The occlusion alarm reoccurred. The customer continued using the pump for insulin therapy.